Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing planned treatment was performed when the issue happened, and the procedure was delayed and completed by restarting the system. Philips field service engineer (fse) visited onsite and confirmed an error message about emitting x-rays. After reviewing the log, found internal communication error, but there were no problems with cable. To resolve the problem, fse replaced the entire network hub and communication cable and the x-ray generator control unit. The parts were returned for further analysis, and it found the component powered on, green leds lit when cables connected but couldn't establish server connection. After replacement, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue did not affect the procedure, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had occurred, but procedure was successfully completed by restarting the system. The procedure completed on the same system without interrupt the process. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.